Manufacturer narrative:
05/04/2026 - this product investigation is still in progress. This report will be updated when product investigation is complete. (B)(6).

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Device replacement was scheduled. No adverse patient effects were reported. This device remains in service.